Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g were unable to prime and damaged -still operable. The product defects were noted during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9238445. Verbatim: consumer reported - finding the non patient end to be missing after placement onto his pen and during the flow check not working. Lot # 9238445, catalog # 320122, date of event: unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6)2020therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g were unable to prime and damaged -still operable. The product defects were noted during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9238445 verbatim: consumer reported - finding the non patient end to be missing after placement onto his pen and during the flow check not working lot # 9238445 catalog # 320122 date of event: unknown